Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, no conclusions can be made. Per medical records about 9 days post implant of ventralex mesh, the patient was diagnosed with infection, seroma, and abscess thereby underwent repair with mesh removal. Seroma formation, and infection are known inherent risks of surgery. The instructions-for-use supplied with the device lists seroma and infection as possible complications. In regard to infection, the warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2018 - patient was diagnosed with infra umbilical incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿sac opened and meticulous adhesiolysis performed. A ventralex mesh was placed within the sublay plane and sutured in place to the edges of the anterior sheath.¿ (B)(6) 2018 - patient underwent drainage of seroma and abscess. (B)(6) 2018 - patient underwent open repair of infected seroma with the removal of mesh. Per operative notes, ¿large volume of infected seroma/pus drained and mesh floating in pus. Identified large abscess cavity and mesh at base of wound free at upper aspect. Pus was deep and superficial to mesh. Ventralex mesh was removed. Curettage of abscess cavity.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided.